Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was continuing to prompt the apply sample message after the sample had been applied. The medical surveillance specialist (mss) was unable to follow up with the patient per the patient¿s request. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at 6 pm. The patient reported using non insulin injections to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 2 hours later she developed sweating. The patient denied receiving any medical treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed the patient was using the correct test strips and it was not the first time the meter had been used. The patient was found to be using incorrect testing steps, she was applying blood to the top of the test strip. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.